Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures. Please note that per the IFU arten600038216 - a, the amplatzer cribriform occluder is contraindicated for pfo closure, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 35mm amplatzer pfo occluder was selected for implant. During deployment in the patient, the right atrial disc would not collapse and remained in a semi collapsed position; it did not fully close the septum. The physician initially thought that the device was oversized, however the deformation persisted when tested outside of the patient. A new 30mm amplatzer cribriform occluder was successfully implanted. The patient was reported to be in stable condition.